Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise and phrenic nerve stimulation. Clinic states lv impedance was high when programmed in bipolar configuration but is stable now in unipolar. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.